Event description:
It was reported that, after undergoing a tha-mom in his left hip joint on an unknown date, patient experienced of a large head stemmed metal on metal total hip arthroplasty with galvanic corrosion and elevated co/cr. This caused significant pain in his hip. Also, work-up revealed low concern for infection. This adverse event was addressed by conducting a revision surgery on (B)(6) 2023, during which, surgeon exchanged the acetabular cup, head to dual mobility and retained the stem. During procedure, it was found there was significant altr with copious necrotic tissue and grey/green fluid, retroverted malpositioned liner with corrosion both at the liner/cup interface and the stem/head interface. The acetabular cup was noted to be in significant retroversion of 40 degrees. The surrounding necrotic soft tissues were excised. There was significant bone loss anteriorly. The stem was noted to be well fixed. The hip was reduced. Leg length was noted to be appropriate. Shuck test was appropriate albeit soft due to the soft tissue destruction. The postoperative plan for the patient was weight bearing as tolerated, hip arthroplasty posterior precautions, early ambulation and risk adjusted vted prophylaxis.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.